Manufacturer narrative:
There is no known patient involvement. Sorin implemented a field safety notice for disinfection and cleaning of sorin heater-cooler devices. The z number is z-2076/2081-2015. Sorin group (B)(4) manufactures the sorin heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Through follow-up communication with the customer, sorin group (B)(4) learned that the facility does not know of any related patient infections. The test results and details on the type of bacteria were requested. However, the customer has not yet provided this information. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that the sorin heater-cooler system 3t tested (B)(6) for (B)(6) during maintenance. There is no known patient involvement.

Manufacturer narrative:
Initial reporter also sent report to FDA: yes. On november 28, 2016, sorin group (B)(4) received a user medwatch report (mw5065905) regarding this issue. The user report stated that the unit tested positive for 6 colonies (in 100ml) of mycobacterium chimaera. The unit was removed from service. The report stated that testing of the devices at the facility was conducted in march 2016. It was indicated in the report that the cleaning and disinfection procedure is being carried out according to the manufacturer's recommendations, and that no patient infections have been identified in association with the use of the heater-cooler equipment. Through follow-up communication with the customer, sorin group (B)(4) learned that the unit is used within the operating room. The customer reported that the samples took 6 months to incubate. On december 6, 2016, the customer provided an additional copy of the user report, which included additional information about the event. The report stated that the results of the testing were received on (B)(6) 2016. The lab test results were also provided on this date, which confirmed the presence of mycobacterium chimaera in the samples.